Manufacturer narrative:
The customer¿s report of a cracked hub was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.668 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing was performed; fluid was observed leaking through the crack. The root cause of the cracked hub was multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported cracking at the hub where the lipids infuse. There is no report of patient harm.